Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: additional photo received for analysis. Man pictures from customer were received for analysis. In pictures it can ve appreciated a small brown fiber inside the pouch. The source of this foreign matter could not be determined. It appeared to be some kind of bristle from a paintbrush because of its brown color; possibly antrapped inside the pouch from supplier. The manufacturing area was reviewed to find the possible source, but it was not found any foreign matter similar to this. As per manufacturing procedure and customer specification, dirt/grease /oil/foreign matter greater than 1.00mm2 external to fluid path are not allowed. Therefore, it can be determined that the particle found inside the inner pouch, if it is smaller than 1.00mm2, is considered acceptable. As per customer complaint event, during evaluation of pictures provided, it is observed a small brown fiber inside the inner pouch. As per manufacturing procedure and customer specification, dirt/ grease/ oil smudges/ foreign matter greater than 1.00mm2 external to fluid path are not allowed. Therefore, if the particle found inside the inner pouch is smaller than 1.00mm2, it is considered acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: product received for analysis. Method manufacturing procedure is not clear. Document indicate to perform a 100% visual inspection to verify the pouch is free of contamination. Any contamination must be reported during to manufacturing process. The inspection of reported affected lot was performed according to the document. As is mentioned on operation: "clean room packaging (inner pouch)" as follows: "visually check the pouched unit for particulate or any visual defects". Inspection procedure have specific criteria for contamination external to reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1mm2. As per procedures, there are instructions to correctly gown and de-gown to enter and exit the clean room. Gowning procedure is part of the basic training given to all personnel; it requires using hair covers, beard covers (if applicable), shoe covers and gowns to preclude that loose particles or fibers contaminate the product or work surfaces. Also, a daily cleaning of work surfaces is performed to maintain a high level of cleanliness. Man during evaluation of sample provided, it was found a small brown fiber inside the inner pouch. See picture 2 for reference. The particle found was measured using a tappi chart and it can be observed that it is smaller than 1.00mm2. As per flex manufacturing procedure and customer specification, dirt/grease/oil smudges, foreign matter greater than 1.00mm2 external to fluid path are not allowed. Therefore, it can be determined that the particle found inside the inner pouch is considered acceptable. During evaluation of sample provided, it was found a small brown fiber inside the inner pouch. The particle found was measured using a tappi chart and it can be observed that it is smaller than 1.00mm2. As per flex manufacturing procedure and customer specification, dirt/grease/oil smudges, foreign matter greater than 1.00mm2 external to fluid path are not allowed. Therefore, it can be determined that the particle found inside the inner pouch is considered acceptable. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a reservoir was used. During the procedure, it was found that there had been a foreign matter in the sterile package. The product was not used for the patient. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot number? Ju1212. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? Like brown fibrous. What was the texture? Unk. Are there any photos of the foreign matter available? Yes. Is it possible that the foreign material fell into packaging upon opening of device? Maybe no. Was the product seal on the foil still intact when the package was opened? Maybe yes. Photos upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.